Event description:
It was reported that for the past two weeks, approximately 10-20 seconds after the pt had placed the coil on their head, all sound dissappeared. Tests carried out in 2003 showed that the device was malfunctioning.